Manufacturer narrative:
(B)(4). Concomitant medical products: 42532006401 - tibia cemented 5 degree stemmed - 64072144, 42512600510 - articular surface fixed bearing cps - 64163759, 00579104100 - headed screw 48 mm length - 64243320, 00579104100 - headed screw 48 mm length - 64243320, 42509902525 - 2.5 mm female hex screw 25 mm length - 64346440, unknown simplex hv cement. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a left revision surgery approximately 3.5 years post implantation due to loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 h6: proposed component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: follow up: pain 5 out of 10, wants revision due to persistent pain; reports moderate stiffness in am. Rom 0-120 degrees, normal stability. Revision: patella well fixed and remained, tibial component removed easily at the implant cement interface, femoral component removed with minimal bone loss. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.